Manufacturer narrative:
Concomitant medical products: 10ml covidien monoject syringe 0.9% sodium chloride lot: 15k2094 exp: october 2017; therapy date (B)(6) 2016. The customer¿s report of a set leaked due to a cracked luer was confirmed. However, no cracks were observed on the male luer lock collar as reported by the customer. Visual inspection revealed a vertical hair line crack on the female luer. The crack was observed to be on the same side as the knit line. There was no other damage or any other issues observed with the rest of the set. The female luer was inspected under magnification and no stress marks were observed. During functional testing a fluid leak was observed to be coming from the crack on the female luer. The root cause of the leak was identified as a crack on the female luer. The cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn infusing into a patient's PICC line was noted to be leaking from a crack at the connection of the extension set and the primary tubing. Unspecified additional labs were drawn as follow-up. The customer reported animal patient harm.

Manufacturer narrative:
A 10ml covidien monject syringe, 0.9% sodium chloride; therapy date (B)(6)2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.